Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter contained foreign matter described as "extra plastic ½ way down catheter". No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. Investigation summary: received an iag 20ga unit within an open package from lot number 8102501. All components were intact. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter with lot #8102501 regarding item #382533. DHR review indicates the lot was manufactured (built and packaged) on afa line 11 on 14apr2018 through 18apr2018 for a total quantity of (B)(4). All challenge, set up and in process samples were performed according to the quality control plan and all passed per specifications. Visual evaluation of the received unit could not find fm or particulate on any of the areas of the catheter or within the needle cover. No manufacturing root cause was identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter contained foreign matter described as "extra plastic ½ way down catheter". No serious injury or medical intervention was reported.